Event description:
It was reported that the superior vena cava (svc) coil exhibited high impedance. The svc coil was programmed off, and the lead remains in use. It was further reported that the rv coil and the rv pace/sense portions of the lead exhibited high impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the superior vena cava (svc) coil exhibited high impedance. The svc coil was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2005-(B)(6), 4193 implantable pacing lead - 2008-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.